Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had display anomaly and had low blood glucose. Customer's blood glucose was 49 mg/dl. Customer ate to treat low blood glucose. Customer stated that it was low due to he has not eaten for awhile. Customer stated that insulin pump was functioning as designed. The customer was advised to monitor blood glucose. No further information provided.